Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, wire could be inserted without any problems. A correction was desired/necessary in the case of a vascular obstruction. When the wire was withdrawn, the tip of the wire apparently jammed in the cannula (not at the tip), mobilization in one direction was no longer possible. After pulling the cannula and wire, the problem persisted ex-situ, even under forced pressure. No impact on patient, user or 3rd person reported, but delay in catheter insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of the guidewire becoming stuck within the introducer needle was confirmed. The product returned for evaluation was one 18ga introducer needle and one 0.037" j-tip guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire core wire was confirmed to be broken which allowed the outer coil wire to become loose and deformed. Microscopic examination of the fracture sites revealed the following: narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire damage to the inside edge of the introducer needle which can occur if the guidewire is forcefully retracted against the needle, damaging the shape of the sharpened bevel biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, wire could be inserted without any problems. A correction was desired/necessary in the case of a vascular obstruction. When the wire was withdrawn, the tip of the wire apparently jammed in the cannula (not at the tip), mobilization in one direction was no longer possible. After pulling the cannula and wire, the problem persisted ex-situ, even under forced pressure. No impact on patient, user or 3rd person reported, but delay in catheter insertion.